Manufacturer narrative:
The patient sample was investigated. The investigation confirmed the customer's very high vitamin d result, indicating the customer's high vitamin d results were correct. The investigation's test results using retention reagent lot: 789073 were: 120 ng/ml with a data flag, 240 ng/ml with a data flag, 331 ng/ml, 290 ng/ml. The sample was diluted and the results were: result with a 1:9 dilution: 328 ng/ml, result with a 1:9 dilution: 330 ng/ml, result with a 1:3 dilution: 327 ng/ml, result with a 1:3 dilution: 325 ng/ml. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer serial number is (B)(6). The patient sample was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d assay results for 1 patient sample on a cobas e 801 module. The patient's doctor questioned the patient results as they did not match the patient's clinical picture. The initial vitamin d result was 332 ng/ml. A 1:5 dilution of the patient sample was performed and the result was above 300 ng/ml. The exact result was not provided.